Event description:
Three confirmed false reactive advia centaur xp hbsag results were obtained by the customer and considered discordant when compared to non reactive test results after the customer recalibrated the assay and re-spun the discordant samples. The discordant results were not reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and replaced the wash guides and pinch valve #3. The cause for the discordant advia centaur xp confirmed results is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.